Manufacturer narrative:
Submit date: 08/10/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump set. The customer reports the bags are defective; the bags are clogging up.

Manufacturer narrative:
Submit date: 10/14/2016. A device history record (DHR) of the sample lot number was performed and confirmed that the product was produced accomplishing all quality requirements and was released according to all established procedures. No sample or picture was provided for evaluation. Possible root cause could be that the formula dried up and clogged the line while the bag was not in use for a long period or a possible misalignment of the stem in the valve due to overuse (more than 24hrs). No corrective actions will apply since a failure mode was not confirmed and no sample was returned. This complaint will be used for tracking and trending purposes.